Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between february 26-28, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed drops of liquid inside a clear bag that contained the device. There was no free liquid at the bottom of the bag. The reported condition was verified. The cause of the condition could not be determined; however, the drops of liquid may likely be due to condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Condensation would not be a product leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation with 240ml of drug inside the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by adding green color into the fluid of the bladder and the device was monitored until the next day; no evidence of leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked cloxacillin inside the protective bag. The flow restrictor was attached to the tubing, and the wing cap was tightly closed and in place. This was observed when unpacking the shipping box prior to patient use. There was no patient involvement. No additional information is available.